Manufacturer narrative:
The device, intended for use in treatment, was not received for evaluation. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. However, the pictures were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, per email correspondence, the instrument was not used in a case that resulted in it breaking;. While setting up for the procedure, it was noticed that the handle was broken so was never used for that patient. Therefore, no further clinical assessment is warranted. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Results of investigation were sent in the previous supplemental MDR. Additional information that was missing was added in this supplemental (section b5). Internal complaint reference number: (B)(4). Sections h1 and h6 were corrected.

Event description:
It was reported that during set up for a tka, the plastic piece of a journey ii cr lkg fem imp bumper right broke in half outside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Event description:
It was reported that during a tka, the plastic piece of a journey ii cr lkg fem imp bumper right broke in half inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.